Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record (B)(4) on 12-may-2025. Device history record (DHR) review: the lot 6004926 was manufactured according to the work instruction (wi) version 78 on 15-jan-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 12-may-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6004926 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2025. Length of hospitalization was less than 24 hours. The blood glucose level was 26 mg/dl. Therefore, patient was treated with glucose shot. No further information available.